Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4)

Event description:
Customer reported to have received a no delivery alarm. Customer's blood glucose was 200 mg/dl and blood glucose as the time of call was 501 mg/dl. Customer also reported that display screen was damaged and there was missing segments on bottom left corner of display screen. Customer was advised that no delivery was potentially due to site issue since insulin pump delivered insulin when removed from body. Customer was advised that insulin pump would need to be replaced.